Event description:
After deployment of the zenith device, distal endoleaks were viewed on both the ipsilateral and contralateral iliac leg grafts. The contralateral limb and leg graft was ballooned again in the attempt to obtain a seal in the vessel. An iliac leg extension was deployed distally, but was not able to obtain in a good apposition of the graft to the vessel wall. Another manufacturer's graft was deployed, overlapping the leg extension and landing in the left external iliac artery. Internal iliac artery was sacrificed in order to resolve the endoleak. The noted endoleak on the right leg graft was slight and believed would occlude after heparin reversal. Physician to monitor endoleak status at a one month follow-up examination. Procedure was concluded noting bilateral internal iliac artery occlusion and a slight distal type I endoleak on the ipsilateral side. No interventional measures were performed regarding the occlusion of both internal iliac arteries.